Manufacturer narrative:
(B)(4). The device was received at covidien service center where the reported condition was confirmed. Investigation isolated the reported issue to the front pcb (printed circuit board). Serial number of the front pcb board precedes a corrective and preventative action taken by the manufacturer.

Event description:
Customer reported spo2 display not showing complete figures sometimes. No pt involvement was reported.